Event description:
Boston scientific received information that this right atrial (ra) lead had noise, high thresholds and pacing impedances below 100 ohms. The physician surgically abandoned the ra lead and successfully placed a new lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.